Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) and electrode belt sn (b)(47) have yet to be recovered from the field. A review of device download data does not suggest that there was any device malfunction contributing to the event. Device manufacture date: monitor: 10/31/2013; belt: 07/27/2016.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2018 while wearing the lifevest. Review of the download data indicates that the patient entered asystole and received three shocks prior to passing. CPR/motion artifact contributed to the false detection. Asystole is considered a non-life sustaining rhythm. The electrode belt was disconnected and the patient passed away.